Event description:
Hospital ICU personnel responded to a pt, described as in cardiac arrest. The pt was connected to the device with disposable defibrillator/ECG electrodes and the pt's ECG monitored through the device's quick look function. Following the last of an unk number of countershocks, the device's monitor would not display the pt's rhythm following a countershock. A backup defibrillator was called for and immediately used but the pt was not resuscitated. The reported malfunction did not cause or contribute to the death of the pt. The reporter based their opinion on the attending clinician's assessment of the pt's viability and the immediate availability of a back up defibrillator.